Event description:
A malfunction was reported, indicated by a malfunction code shown on the device. The customer's blood glucose level exceeded 500 mg/dl, indicating a significant impact. The customer delivered a correction injection to address bg. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.